Event description:
Boston scientific received information from the local sales representative that the clinic received a yellow alert. The patient was then brought in for a follow up and some testing. It was observed that the impedances had increased to greater than 2,000 ohms. A threshold test could not be performed and the lead had noise. It was reported that there was an atrial lead fracture. Boston scientific technical services (ts) was contacted and the local sales representative also discussed that there appeared to have been high rate pacing when performing tests until the device mode switched. The patient noted that they have had problems the past few days with catching their breath. Additional information received from the local sales representative stating that there was no pacing inhibition.

Manufacturer narrative:
At this time the ra lead remains in service. Should additional information become available this investigation will be updated.